Manufacturer narrative:
Citation: moscarelli m et al. Redo mitral valve repair with complete ring implantation over an open band. J card surg. 2019 jul;34(7 ):614-616. Doi: 10.1111/jocs.14081. Epub 2019 may 21. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an (B)(6)-year-old male patient with a history of severe symptomatic secondary nonischemic mitral regurgitation who was treated with minimally invasive mitral valve repair using a 34 mm medtronic cg future annuloplasty band (serial number not provided). Five years post implant, the patient presented with progressive shortening of breath (new york heart association class ii-iii). A transthoracic echocardiogram showed a central jet indicative of recurrent severe mitral regurgitation and a transesophageal echocardiogram verified diagnosis of severe mitral regurgitation. The regurgitation was reported to be central. The transesophageal echocardiogram also revealed moderate symmetric tethering, annular dilatation (40 mm), and left ventricle function at 40%. Subsequently, the patient underwent redo mitral valve surgery. During the procedure, it was noted that initially there was an attempt to remove the future band, but consolidation with the native annulus and calcification prohibited removal. Subsequently, a 32 mm non-medtronic annuloplasty ring was implanted over the existing future band (¿ring-over-band¿ approach). No additional adverse patient effects or product performance issues were reported.